Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing site: bettlach - manufacturing date: march 5, 2012 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that five (5) devices were found to have broken tips. All breaks were discovered outside of the operating room with no patient or surgical involvement. No additional information is available. This report is 5 of 5 for (B)(4) .

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: as indicated on the dr "the parts are not related to any event. The hospital found some of the instrument broken." Our investigations of the returned lcp drill sleeves 323.042 have shown that the tips of all sleeves are indeed completely broken off. The manufacturing records were reviewed and no deviation to the specification was found. The microscopic view of the broken surfaces does not show any anomalies of material¿s structure. We do suppose that high mechanical forces during the surgery may have caused these breakages. Unfortunately no further information had been made available. Please note that these instruments have been several years old and clearly show that they have been heavily used over the years. The returned instruments were manufactured as follows; 2772394 in october 2011, 2346195 in may 2008, 2413279 in october 2008 & 7724598 in march 2012. Therefore, we determine the complained damages as normal wear and tear caused due to frequent use. No product fault could be detected. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.